Event description:
Physician reported left side "tightness and pain. Intracapsular rupture was observed on ultrasound. Rupture of the left prosthesis was observed during the operation". The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant is in the future.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on anterior and missing shell. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Physician reported left side "tightness and pain. Intracapsular rupture was observed on ultrasound. Rupture of the left prosthesis was observed during the operation". The device has been explanted.